Manufacturer narrative:
During device evaluation, the lot and catalog number of the device were discovered. The appropriate fields have been updated. Device evaluation summary: the device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.3 cm located on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations are more indicative of sharp instrument damage, rather than shell failure due to wear. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related to manufacturing. A manufacturing record evaluation (mre) of lot number 5652423 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with unknown mentor saline prostheses and experienced bilateral deflation post procedure. The deflations were diagnosed by a physician. As a result, bilateral prosthesis replacement with mentor smooth round high profile 460cc saline prostheses was performed. See 1645337-2019-08513 for contralateral prosthesis report.